Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10252. It was reported the pt is experienced a burning sensation and change in stimulation. The pt also reported feeling stimulation in her stomach and pain over the ipg site. Reprogramming did not resolve the issue. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.